Manufacturer narrative:
PMA/510k: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that the inner / individual packages of the ID now covid-19 assay was missing the labeling. There was no report of any issues as a result of the reported labeling issue. No further information was reported.

Manufacturer narrative:
Corrected information: upon further review, the reported event of missing labeling occurred prior to patient use and did not impact patient treatment and as a result should not have been reported. Therefore, this report is being submitted to retract MFR. Report number 1221359-2022-03442. This event will be re-evaluated if additional information is received.